Event description:
It was reported the device battery does not store power. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. The device was evaluated by customer only. There was no further information regarding the tests customer performed, and how customer determined the cause. However, customer confirmed that the battery of the device is broken. After replacing the battery, device was back to functional use. Based on the information available and the testing conducted, the cause of the reported problem was damaged battery. The reported problem was confirmed. The device was operational after repairs were completed. Device passed all required tests, and it remains at customer site. The investigation concludes that no further action is required at this time. H3 other text : the device was evaluated by customer only.

Event description:
Philips received a complaint on the heartstart mrx indicating that the battery does not store power. There was no patient involvement at the time the issue was discovered.